Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, voiding difficulties and erosion. It was reported that in (B)(6) 2011, the plaintiff noted obstructive urinary symptoms with high post void residuals. The plaintiff underwent a revision surgery and the mesh was excised. The plaintiff also allegedly experienced recurrence of symptoms scarring and will continue to suffer, have pain, disability, impairment and loss of enjoyment of life, the inability to engage in chosen and necessary activities and other damages. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute respiratory failure, chronic obstructive pulmonary disease and pulmonary fibrosis secondary to hypothyroidism and urinary tract infections. Related to MFR #: 3011770902-2016-00088